Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use at the time of event. The customer was performing vascular digital subtraction imaging planned treatment/non-emergency treatment when the issue occurred. The procedure was aborted and rescheduled. The philips field service engineer (fse) inspected the system and confirmed the reported issue. Review of system log file shows malfunctioning frontal ip-pc. Upon troubleshooting, fse found that the ippc was defective. Upon failure analysis, it was confirmed that ippc had cmos battery had charge / discharge issue. The philips engineer made a ghost image backup in addition to replacing the ippc and os hd, reloading software, and recreating the image file. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the device gave an error: "fluoroscopy was not possible". The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.